Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report involves the same patient as in (B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. The patient was not recovered from the peritonitis event. Dianeal therapy was stopped. Additional information was requested but is not available. This is report 2 of 4.